Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that prior to use with bd syringe 1ml ls 25ga 5/8in the scale marking were not clear. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse checked the syringe before dispensing and found that the scale of the syringe tube was not clear. She immediately replaced the syringe with a new one for dispensing.